Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast reconstruction revision procedure with mentor memoryshape breast implant 640cc gel breast prostheses developed pain in both of her breasts. She reported that it is painful for her to wear a bra and that there is tenderness under the breast fold. In addition, the patient has a small mass underneath her left breast¿s areola. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.